Event description:
It was reported that the pt presented to the clinic earlier of the month with out of range high value on high voltage lead impedance. Isometrics and testing confirmed the out of range high value in clinic. Noise on rv to svc vector was observed during lead replacement procedure.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.